Event description:
Healthcare professional reported left side intracapsular rupture. Physician later reported somewhat bumpy contours on both sides with multiple water droplet signs, such as teardrop signs, and radial folds. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, g1.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional confirmed that device was intact during the operation and seroma was also found in the right side. Record is no longer reportable.

Manufacturer narrative:
Correction to b5 description of event in the previous supplemental medwatch: the previous medwatch reported "record is no longer reportable" in error. Only the event of rupture should have been un-reported. All information is up to date in this report. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ crease folding of implant: observed creases on the device. As per the investigation procedure, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side intracapsular rupture and "radial folds" diagnosed via nmr. Healthcare professional later observed during surgery left side "prosthesis was still intact", "presence of light serous fluid, of which a cytological examination was performed", "chronic inflammation" and "slightly bloody fluid". Device has been explanted.

Event description:
Healthcare professional reported left side intracapsular rupture. Physician later reported somewhat bumpy contours on both sides with multiple water droplet signs, such as teardrop signs, and radial folds. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.